Event description:
It was reported that the probe is only showing 1 side of the image. On (B)(6) 2025- observation found: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe is only showing 1 side of the image is confirmed. The transducer element test failed with 4 red x¿s displaying. The right half of the probe image is dark. The reported issue root cause is due to an internal failure of the prevue ii traditional probe.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe is only showing 1 side of the image is confirmed. The transducer element test failed with 4 red x¿s displaying. The right half of the probe image is dark. The reported issue root cause is due to an internal failure of the prevue ii traditional probe.